Event description:
Covidien received information that the ventilator was inoperable. The malfunction did not occur during patient use.

Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) inspected the device and verified the customer reported problem. The cse replaced the breath delivery unit (bdu) printed circuit board assembly (pcba). The unit passed extended self-testing.